Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6) lot: a000176259. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an scs trial procedure on (B)(6) 2025, patient did not tolerate and was moving while under anesthesia. This resulted in a csf leakage and patient reported a headache. The wet tap was treated with fluid intake and rest, and the procedure was aborted. The investigation was unable to determine the lead that was associated with the issue.